Manufacturer narrative:
Continuation of d10: product ID hh9020tdd; serial# (B)(6). Product type: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that for 'quite a while', the handset lags at 90% and then takes 5 mins to get to 100. Patient stated they dropped the bolus to 20x per day. Agent reviewed information and assisted patient with clearing data on the handset. Patient connected to the pump without lag issue. Patient would monitor the issue and call back if further assistance was needed. Patient stated they saw a "check charger connection" message with a usb-c 2.0 charging cable they bought on their own. Patient stated the handset battery drains and had to charge multiple times a day. Patient requested another charging cord - see request to repair. Agent warm transferred to healthcare it (hcit).